Event description:
Underdelivery reported. The pump was in homecare use to infuse a tpn solution of 2400ml over 12 hours. The patient reported that at end infusion time, the display indicated 2400ml had infused. The IV container, however, was still half full and just 1200ml had actually infused. The patient did not experience any adverse efects. No additional information was available.